Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad protector fell off and the buttons on the insulin pump no longer work properly. The customer¿s blood glucose level was 200 mg/dl. Customer was assisted with troubleshooting. Customer stated that pressing menu button did not take them to the menu screen. Customer stated that using the up arrow did not allow them to navigate screens. Customer stated that using the down arrow did not allow them to navigate screens. Customer stated that they had to press hard to get a response from the buttons. Customer stated that the issues frequency was every time they presses a button on the insulin pump. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked select button on the keypad overlay, cracked case-corner of belt clip rails. The unit p-cap / reservoir locks in place properly. The insulin pump passed the displacement test and self test. However the menu button is hard to press due to keypad overlay is peeling off.